Event description:
It was reported that some electrodes showed out of range impedance measurements greater than 10,000 ohms. The neurostimulator was reprogrammed on (B)(6)-2012. The event was considered ongoing with no further action needed. The patient did not experience any signs or symptoms associated with the event.

Manufacturer narrative:
Lead model 3487a-56 lot# v005508 implanted (B)(6) 2006 explanted unk; lead model 3487a-56 lot# v008617 implanted (B)(6) 2006 explanted unk; lead model 377875 lot# v007655 implanted (B)(6) 2006 explanted unk; extension model 3708240 (B)(4) implanted (B)(6) 2006 explanted unk; programmer model 37743 (B)(4); recharger model 37752 (B)(4).